Manufacturer narrative:
Per field service engineer (fse) the battery was replaced to address the reported issue.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator has a battery failed error. The customer reported there was no patient involvement.